Event description:
Procedure: gastric band. According to the reporter: when beginning to apply the load egia60amt, this is partially closed and seal only half of the tissue taken by the load, opens spontaneously and this results in egiaustnd that cannot be back to shoot. Was locked and must be disposed. Two days after the surgery, the patient was re-operated, because a collection filed in the area where the load staple partially.

Manufacturer narrative:
(B)(4).